Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "right primary hip surgery performed. Pt was complaining of pain so it was revised. Metal shavings were found during revision."